Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a hysterectomy, the device continued to be activate with the min button after the button was pressed. The min button was stuck and did not return to the original position. While the min button was pressed several times, the device stopped being activated. Gen04 was used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Interference between shroud and trigger.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The instrument was tested with the generator. While testing the hand activation function, the min trigger remained activated (continuous activation) after the button was released. This occurred while compressing the trigger on the side of the instrument. A preliminary investigation of the min button assembly identified that the blue trigger shrouds were making contact with the instrument shrouds preventing the trigger to rise to its baseline position. No conclusion could be made as to why the button assembly was making contact with the instrument shrouds.